Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent an initial knee arthroplasty on (B)(6) 2010. Subsequently, patient was revised on (B)(6) 2015 due to component loosening. The compress spindle and taper adaptor were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent an initial knee arthroplasty on (B)(6) 2010. Subsequently, patient was revised on (B)(6) 2015 due to a mechanical complication of the compress. The compress was removed and replaced.

Event description:
It was reported that patient underwent an initial knee arthroplasty on (B)(6) 2010. Subsequently, a revision procedure has been indicated due to a failed compress; however, no revision procedure has been reported to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.